Manufacturer narrative:
Implant date unknown. (B)(4). The product was not returned to the manufacturer for evaluation. Evaluation evaluation results: [the product and/or images was not returned for evaluation]; evaluation conclusion: [known product problem documented in the product (IFU) labeling]. Product description: the pillar system ("system") is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate. Potential complications include, but not limited to: difficulty swallowing, erosion of implant; implant rejection, partial/full extrusion of implant, sore/scratchy throat, and foreign body sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two palatal implants partially extruded through the mucosa. The patient experienced pain and/or difficulty swallowing. One implant was removed and one implant was trimmed. Four of the five palatal implants remain implanted; however, it was reported that two are now partially extruding as well and may require removal. There has been no further information received regarding the patient status. Further investigation is underway.